Event description:
There was no patient involved in this event. Device failed to upgrade.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2013 and performed to specification, alongside random manual power ons, up to the final history log entry on the (B)(6) 2015. The returned pad-pak was installed and the device passed a self-test. No warnings were given and the green status led flashed throughout. The device was tested and successfully delivered a test shock. Upon return of the device a label was attached indicating it had been tested and/or calibrated. No fault was found with the returned device. The device was successfully upgraded during testing. The device performed to specification throughout the history log and during investigation at heartsine.